Manufacturer narrative:
Pump alarmed excessive no delivery during excessive no delivery test due to faulty force system resistor. Unable to perform basic occlusion, occlusion,prime, system sensor test due to excessive no delivery alarm. Pump passed self test, restart test, displacement test. All operating currents measurement were normal. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer is inserting the sensor correctly and the site is changed every 2 to 3 days per guidelines. Customer indicated that they do not want to continue to troubleshoot for the alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.